Manufacturer narrative:
The device was just recently received by conmed - evaluation anticipated but has not yet commenced. A supplemental medwatch report will be filed when the quality engineering investigation is completed. Medwatches associated with this complaint (3 devices): 1320894-2011-00003, and 1320894-2011-00004.

Event description:
It was reported that, "unit went out with medics (B)(6) to respond to a pt full arrest - when they opened the package, the product inside contained different connectors than the product indicated. All three packages that were opened contained incorrect product. Customer used pediatric pads on the pt instead of the intended pads." Spoke with (B)(6), fire chief over (B)(6) for department and with this incident, the paramedics never had a "shockable rhythm." Thus this failure did not in anyway contribute to the death of the victim in the professional opinion of the fire chief over emergency services. (Pt pronounced in the emergency department.)